Event description:
It was reported that the patient, who was a participant in the (B)(4) study, had an infection occur. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 6935m55 implantable tachy lead implanted: (B)(6) 2012; 407645 implantable pacing lead implanted: (B)(6) 2012. (B)(4).